Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit damaged; it was knocked over while in use, gave gas loss warnings and has physical damage to the cart.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit damaged; it was knocked over while in use, gave gas loss warnings and has physical damage to the cart. There was no patient harm during the incident.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated and stated that unit had been tipped over by a patient (kicked). Customer also reported that the cart handle and tether were physically broken and there were "gas loss warnings". It is unclear if the gas loss warning was related to the unit being physically damaged. Fse replaced the damaged handle, cart and the tether assembly. Fse could not duplicate the "gas loss warnings". He completed a full system test (pm, calibration, functionality check and safety test), all tests passed to factory specifications. He ran the unit with a balloon and trainer for several hours without any error messages. Returned to the customer and released for clinical use.